Manufacturer narrative:
The reported complaint of, "the autopulse platform (sn: (B)(4)) malfunctioned and failed during a patient call," could not be confirmed via an archive data review as the archive data was corrupted, and therefore, all incidents that occurred on the customer's reported event date of (B)(6) 2020 was not captured. The customer's reported complaint of "later, the autopulse platform displayed an unknown error message" could not be duplicated during functional testing. Therefore, the root cause of the reported complaint remains undetermined. During visual inspection, multiple cracks were observed at the screw well area of the front and bottom enclosures, unrelated to the reported complaint. The root cause for the observed physical damages could be due to normal wear and tear, and/or due to mishandling. The front and bottom enclosures should be replaced to address the issues. The autopulse platform failed initial functional testing due to, "system error, out of service, revert to manual CPR," error message displayed upon powering up the device, unrelated to the reported complaint. The root cause was due to the defective processor board as a result of normal wear and tear. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The probable root cause for this issue is most likely due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2007, and it is over 13 years old, well beyond its expected service life of 5 years. The sticky clutch plate should be deburred to address the issue. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer approved that the autopulse platform will be scrapped. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported that the autopulse platform (sn: (B)(4)) malfunctioned, and failed during a patient call. The ems crew switched to manual CPR, however, the patient did not survive. As reported by the customer, the lifeband (lot # unknown) was replaced later, and the autopulse platform appeared to be functional with no error messages, displaying 2 green led lights for the battery charge status. It is unknown whether the user replaced the lifeband during the patient call, or after the call. The customer did not provide information regarding the relationship between death, and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device. Later, during a morning inspection, the autopulse platform displayed an unknown error message. No further information was provided by the customer. Please see the following related MFR report: MFR # 3010617000-2020-01076 for the lifeband (lot # unknown).